Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device was not explanted, no device investigation can be performed and the root cause of the event cannot be definitively determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease (like in this case, the patient's baseline ECG shows rbbb) and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2020, a patient received a pvs23 in aortic position. The site reports that the patient experienced a complete heart block on (B)(6) 2020, requiring the implantation of an intracardiac dual-chamber pacemaker on (B)(6) 2020. The patient was discharged to home on (B)(6) 2020 with good device functionality. Pre-operatively, the patient's baseline ECG showed normal sinus rhythm and right bundle branch block (rbbb).